Event description:
It was reported the patient underwent a lead revision procedure in an attempt to obtain better coverage. The patient did not receive better coverage after the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.